Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with an alert. Upon review, the patient's right ventricular lead exhibited high defibrillation impedance. On (B)(6) 2018, fluoroscopy was performed. A connection anomaly was suspected and the physician planned to reset the lead connection. The lead was successfully reconnected to the device on (B)(6) 2018. The patient was stable throughout.